Event description:
In the course of a work-up of transient-like symptoms, the patient was noted to have a secundum atrail septal defect with rv volume overload pattern. She had unexplained weakness of one of her upper extremities that resolved sponstaneously adn later had lower extremely edema for unknown cause. Echocardiogram demonstrated the asd with rv volume overload and calculated qp/qs ratio of 1.8/1 along with MRI study. It should noted the rv ejection fraction at one point was decreased at 33%. A left atrial angiogram was performed, demonstrating a moderate size secondum atrail septal defect with left-to-right shunting. Intracardiac echo was performed and demonstrated rv enlargement. There was a secundum atrial septal defect with very thin, redundant and floppy septum primum tissue. The defect measured anywhere from 10-17 mm in diameter depending on the cardiac cycle. There was mildly deficient retroaortic rim. After 1 gm ancef was was administered intravenously, a 25 mm x 3 cm long numed balloon sizing cathter was placed over the aga guidewire and the balloon stretch diameter was measured to be 19.2 mm. A 20 mm amplatzer septal occluder was chosen because of the deficient retroaortic rim and was loaded on the delivery cable in the usual manner. A 10 mm cook husdorf long sheath and dilator was prepped, purged and passed over the guidewire into the left atrium. The device was delivered under ice guidance without difficulty. The device was well seated and did not impinge on av valves or pulmonary venous flow. It was, therefore, released and follow-up intracardiac echocardiography demonstrated the device to be in excellent position without any significant flow except for on levo phase, there was flow through the device as to be expected. There were no complications during the procedure and the patient was transferred to pacu in stable condition. In 06, the patient developed severe chest pain and shortness 0f breath. While breath. While being transported to the hospital by the squad, she developed cardiac arrest. She arrived at the local emergency department at 18:32 and she expired at 19:54. Her husband indicated that she had vague chest pain over the subsequent several weeks. The pain subsized until a few days prior to death when she developed recurrence of the pain. Autopsy finding: atrial septal defect, fossa ovalis type, status post transcathter closure. Erosion, anterior atrial wall by the right and left sides of the septal defect occluder. Erosion with peroration, aortic sinus of valsava (noncoronary cusp) at the contact site with anterior atrial wall erosion. Hemopericardium 300 ml. Additional congenital cardiovascular anomalies. Atrial septal defect, sinus venosus type. Anomalous pulmonary venous return, right, upper and middle pulmonary lobes to superior vena cava. Serosanguineous effusions, peritoneum (50 ml), right pleura (130 ml), and left pleura (75 ml). At autopsy there was 300 ml of blood in the percardium. The blood had dissected along the great vessels superiorly into the mediastinal soft tissue around the aortic arch. The atrial septal defect occluder appeared intact from the right and left sides of the atrial septum. On the external surface of the heart, there were two parallel ridges that protruded outward from the anterior wall of the atrium septum. These ridges were formed from pressure from the right and left sides of thr occluder. Both ridges had linear erosions measuring 1.5 x 0.3 cm. With exposed metallic surface of the occluder. The posterior wall of the aortic root had a 1.8 x 0.8 cm. Thickened area of adventitia with a central, linear 1.1 x 0.2 cm. Erosion. A 1.5 mm diameter probe easily passed through the erosion into the sinus of valsalva behind the noncoronary cusp of the aortic valve. This perforation site was anatomically related to the erosion site of the atrial septal defect occluder. Additional findings included a sinus venous type atrial septal defect and partial anomalous pulmonary venous return from the upper and middle right pulmonary lobes to the superior vena cava. The underlying cause of the death was atrial septal defect (fossa ovalis type ). The intermediate cause was perforation of the aorta and the immediate cause was hemopericardium.

Event description:
In the course of a work-up of transient-like symptoms, the patient was noted to have a secundum atrail septal defect with rv volume overload pattern. She had unexplained weakness of one of her upper extremities that resolved sponstaneously adn later had lower extremely edema for unknown cause. Echocardiogram demonstrated the asd with rv volume overload and calculated qp/qs ratio of 1.8/1 along with MRI study. It should noted the rv ejection fraction at one point was decreased at 33%. A left atrial angiogram was performed, demonstrating a moderate size secondum atrail septal defect with left-to-right shunting. Intracardiac echo was performed and demonstrated rv enlargement. There was a secundum atrial septal defect with very thin, redundant and floppy septum primum tissue. The defect measured anywhere from 10-17 mm in diameter depending on the cardiac cycle. There was mildly deficient retroaortic rim. After 1 gm ancef was was administered intravenously, a 25 mm x 3 cm long numed balloon sizing cathter was placed over the aga guidewire and the balloon stretch diameter was measured to be 19.2 mm. A 20 mm amplatzer septal occluder was chosen because of the deficient retroaortic rim and was loaded on the delivery cable in the usual manner. A 10 mm cook husdorf long sheath and dilator was prepped, purged and passed over the guidewire into the left atrium. The device was delivered under ice guidance without difficulty. The device was well seated and did not impinge on av valves or pulmonary venous flow. It was, therefore, released and follow-up intracardiac echocardiography demonstrated the device to be in excellent position without any significant flow except for on levo phase, there was flow through the device as to be expected. There were no complications during the procedure and the patient was transferred to pacu in stable condition. In 06, the patient developed severe chest pain and shortness 0f breath. While breath. While being transported to the hospital by the squad, she developed cardiac arrest. She arrived at the local emergency department at 18:32 and she expired at 19:54. Her husband indicated that she had vague chest pain over the subsequent several weeks. The pain subsized until a few days prior to death when she developed recurrence of the pain. Autopsy finding: atrial septal defect, fossa ovalis type, status post transcathter closure. Erosion, anterior atrial wall by the right and left sides of the septal defect occluder. Erosion with peroration, aortic sinus of valsava (noncoronary cusp) at the contact site with anterior atrial wall erosion. Hemopericardium 300 ml. Additional congenital cardiovascular anomalies. Atrial septal defect, sinus venosus type. Anomalous pulmonary venous return, right, upper and middle pulmonary lobes to superior vena cava. Serosanguineous effusions, peritoneum (50 ml), right pleura (130 ml), and left pleura (75 ml). At autopsy there was 300 ml of blood in the percardium. The blood had dissected along the great vessels superiorly into the mediastinal soft tissue around the aortic arch. The atrial septal defect occluder appeared intact from the right and left sides of the atrial septum. On the external surface of the heart, there were two parallel ridges that protruded outward from the anterior wall of the atrium septum. These ridges were formed from pressure from the right and left sides of thr occluder. Both ridges had linear erosions measuring 1.5 x 0.3 cm. With exposed metallic surface of the occluder. The posterior wall of the aortic root had a 1.8 x 0.8 cm. Thickened area of adventitia with a central, linear 1.1 x 0.2 cm. Erosion. A 1.5 mm diameter probe easily passed through the erosion into the sinus of valsalva behind the noncoronary cusp of the aortic valve. This perforation site was anatomically related to the erosion site of the atrial septal defect occluder. Additional findings included a sinus venous type atrial septal defect and partial anomalous pulmonary venous return from the upper and middle right pulmonary lobes to the superior vena cava. The underlying cause of the death was atrial septal defect (fossa ovalis type ). The intermediate cause was perforation of the aorta and the immediate cause was hemopericardium.

Manufacturer narrative:
Four cds had been received. The first cd recorded cine images during an asd device closure procedure dated (B)(6) 2006. A left atrial angiogram was performed, which demonstrated a moderate size secundum atrial septa! Defect with left to right shunt. Balloon sizing of the defect for the stretched diameter was 19.2mm. An amplatzer asd occluder was deployed to seal the defect. The device seemed good in location and configuration, and stable in position after detaching. Right atrial angiogram confirmed the device was in good position. The second cd recorded intracardiac echo (ice) imaging dated (B)(6) 2006. The ice demonstrated a secundum asd with very thin, redundant and floppy septum tissue. The defect had a deficient aortic rim (2-3mm). The un-stretched diameter of the defect was measured to be 7 - 9mm. A stop flow balloon sizing was performed. The balloon stretched diameter was about 18mm. A 20mm asd occluder was deployed. The device was well seated in the atrial septum at different axis views. The color flow showed no significant residual shunt through the device. The relationship between the device and the aortic root was revealed at the short axis view. The device was slightly splayed around the aortic root and the ra disc was touching to the aortic root during the systolic stage of the heart beating. It was noticed that the edge of la disc had some forth and back motion during the heart beating. The third cd recorded tte follow-up imaging dated (B)(6) 2006, one day after the device implantation. The tte showed the device remained in good position and no residual shunt through the device. There was no effusion noted. However, tte at the short axis view revealed both right and left discs seemed right angle to the aortic root. The last cd recorded the photos demonstrated at the autopsy finding: there were linear erosions at anterior atrial wall by the right and left sides of the asd occluder, and erosion at the posterior wall of the aortic root, which perforated into the non-coronary sinus. Impression: the patient had a secundum asd with deficient rim at aortic side but thin, redundant and floppy septum tissue at the posterior side. Because of the thin and floppy atrial septa( tissue, the sizing of the defect for the un-stretched and the stretched diameter had a big different number. The un-stretched diameter of the defect was 7-9mm by ice measurement, and the balloon stretched diameter was 18mm by ice and 19.2mm by x-ray cine (more than double). A 20mm amplatzer occluder was selected to close the defect. The device was well seated without significant residual shunt after implantation. However, the device slightly splayed around the aortic root, and tightly against atrial wall and aortic root. In summary, the defect with thin floppy septum might cause the oversizing of balloon stretched diameter. Therefore, the device selection was oversized. The defect short of aortic rim caused the device edge tightly against the atrial wall and aortic root. In addition, alterations in atrial size following closure of the defect resulted in the device becoming relatively too large for the atrial septum. All of these may be related to the atrial and aortic erosion. Although the rate of perforation/erosion is small, it is nonetheless a serious complication. In order to better understand why these incidents are occurring, a board has been convened to review all potential reported cases of perforation or erosion (including hemopericardium and tamponade). The board has met yearly since 2002. In 2004, they felt there was enough data to conclude that the potential reason for the complication is due to oversizing the devices. A paper was published summarizing the boards recommendations (amin, et al, catheter and cardiovascular interventions 2004; 63:496-502). The board continues to meet to review these cases. Upon board review completion of this adverse event, a follow-up report will be sent to FDA. Aga medical corporation distributed a tech note on january 2, 2006 to all physicians implanting the amplatzer septal occluder relating to hemodynamic compromise with the amplatzer septal occluder - importance of proper balloon sizing techniques.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.

Manufacturer narrative:
This event was reviewed by aga's asd erosion adjudication board on 7/20/2006 and the following observations were reported. Erosion and device oversizing were confirmed. The patient had sinus venosus asd. The device was oversized largely due to persistent left-to-right asd shunt during inflation of balloon secondary to sinus venosus asd which confounded "stopflow."

Event description:
In the course of a work-up of transient-like symptoms, the patient was noted to have a secundum atrail septal defect with rv volume overload pattern. She had unexplained weakness of one of her upper extremities that resolved sponstaneously adn later had lower extremely edema for unknown cause. Echocardiogram demonstrated the asd with rv volume overload and calculated qp/qs ratio of 1.8/1 along with MRI study. It should noted the rv ejection fraction at one point was decreased at 33%. A left atrial angiogram was performed, demonstrating a moderate size secondum atrail septal defect with left-to-right shunting. Intracardiac echo was performed and demonstrated rv enlargement. There was a secundum atrial septal defect with very thin, redundant and floppy septum primum tissue. The defect measured anywhere from 10-17 mm in diameter depending on the cardiac cycle. There was mildly deficient retroaortic rim. After 1 gm ancef was was administered intravenously, a 25 mm x 3 cm long numed balloon sizing cathter was placed over the aga guidewire and the balloon stretch diameter was measured to be 19.2 mm. A 20 mm amplatzer septal occluder was chosen because of the deficient retroaortic rim and was loaded on the delivery cable in the usual manner. A 10 mm cook husdorf long sheath and dilator was prepped, purged and passed over the guidewire into the left atrium. The device was delivered under ice guidance without difficulty. The device was well seated and did not impinge on av valves or pulmonary venous flow. It was, therefore, released and follow-up intracardiac echocardiography demonstrated the device to be in excellent position without any significant flow except for on levo phase, there was flow through the device as to be expected. There were no complications during the procedure and the patient was transferred to pacu in stable condition. In 06, the patient developed severe chest pain and shortness 0f breath. While breath. While being transported to the hospital by the squad, she developed cardiac arrest. She arrived at the local emergency department at 18:32 and she expired at 19:54. Her husband indicated that she had vague chest pain over the subsequent several weeks. The pain subsized until a few days prior to death when she developed recurrence of the pain. Autopsy finding: atrial septal defect, fossa ovalis type, status post transcathter closure. Erosion, anterior atrial wall by the right and left sides of the septal defect occluder. Erosion with peroration, aortic sinus of valsava (noncoronary cusp) at the contact site with anterior atrial wall erosion. Hemopericardium 300 ml. Additional congenital cardiovascular anomalies. Atrial septal defect, sinus venosus type. Anomalous pulmonary venous return, right, upper and middle pulmonary lobes to superior vena cava. Serosanguineous effusions, peritoneum (50 ml), right pleura (130 ml), and left pleura (75 ml). At autopsy there was 300 ml of blood in the percardium. The blood had dissected along the great vessels superiorly into the mediastinal soft tissue around the aortic arch. The atrial septal defect occluder appeared intact from the right and left sides of the atrial septum. On the external surface of the heart, there were two parallel ridges that protruded outward from the anterior wall of the atrium septum. These ridges were formed from pressure from the right and left sides of thr occluder. Both ridges had linear erosions measuring 1.5 x 0.3 cm. With exposed metallic surface of the occluder. The posterior wall of the aortic root had a 1.8 x 0.8 cm. Thickened area of adventitia with a central, linear 1.1 x 0.2 cm. Erosion. A 1.5 mm diameter probe easily passed through the erosion into the sinus of valsalva behind the noncoronary cusp of the aortic valve. This perforation site was anatomically related to the erosion site of the atrial septal defect occluder. Additional findings included a sinus venous type atrial septal defect and partial anomalous pulmonary venous return from the upper and middle right pulmonary lobes to the superior vena cava. The underlying cause of the death was atrial septal defect (fossa ovalis type ). The intermediate cause was perforation of the aorta and the immediate cause was hemopericardium.

Manufacturer narrative:
Four cds had been received. The first cd recorded cine images during an asd device closure procedure dated (B)(6) 2006. A left atrial angiogram was performed, which demonstrated a moderate size secundum atrial septa! Defect with left to right shunt. Balloon sizing of the defect for the stretched diameter was 19.2mm. An amplatzer asd occluder was deployed to seal the defect. The device seemed good in location and configuration, and stable in position after detaching. Right atrial angiogram confirmed the device was in good position. The second cd recorded intracardiac echo (ice) imaging dated (B)(6) 2006. The ice demonstrated a secundum asd with very thin, redundant and floppy septum tissue. The defect had a deficient aortic rim (2-3mm). The un-stretched diameter of the defect was measured to be 7 - 9mm. A stop flow balloon sizing was performed. The balloon stretched diameter was about 18mm. A 20mm asd occluder was deployed. The device was well seated in the atrial septum at different axis views. The color flow showed no significant residual shunt through the device. The relationship between the device and the aortic root was revealed at the short axis view. The device was slightly splayed around the aortic root and the ra disc was touching to the aortic root during the systolic stage of the heart beating. It was noticed that the edge of la disc had some forth and back motion during the heart beating. The third cd recorded tte follow-up imaging dated (B)(6) 2006, one day after the device implantation. The tte showed the device remained in good position and no residual shunt through the device. There was no effusion noted. However, tte at the short axis view revealed both right and left discs seemed right angle to the aortic root. The last cd recorded the photos demonstrated at the autopsy finding: there were linear erosions at anterior atrial wall by the right and left sides of the asd occluder, and erosion at the posterior wall of the aortic root, which perforated into the non-coronary sinus. Impression: the patient had a secundum asd with deficient rim at aortic side but thin, redundant and floppy septum tissue at the posterior side. Because of the thin and floppy atrial septa( tissue, the sizing of the defect for the un-stretched and the stretched diameter had a big different number. The un-stretched diameter of the defect was 7-9mm by ice measurement, and the balloon stretched diameter was 18mm by ice and 19.2mm by x-ray cine (more than double). A 20mm amplatzer occluder was selected to close the defect. The device was well seated without significant residual shunt after implantation. However, the device slightly splayed around the aortic root, and tightly against atrial wall and aortic root. In summary, the defect with thin floppy septum might cause the oversizing of balloon stretched diameter. Therefore, the device selection was oversized. The defect short of aortic rim caused the device edge tightly against the atrial wall and aortic root. In addition, alterations in atrial size following closure of the defect resulted in the device becoming relatively too large for the atrial septum. All of these may be related to the atrial and aortic erosion. Although the rate of perforation/erosion is small, it is nonetheless a serious complication. In order to better understand why these incidents are occurring, a board has been convened to review all potential reported cases of perforation or erosion (including hemopericardium and tamponade). The board has met yearly since 2002. In 2004, they felt there was enough data to conclude that the potential reason for the complication is due to oversizing the devices. A paper was published summarizing the boards recommendations (amin, et al, catheter and cardiovascular interventions 2004; 63:496-502). The board continues to meet to review these cases. Upon board review completion of this adverse event, a follow-up report will be sent to FDA. Aga medical corporation distributed a tech note on january 2, 2006 to all physicians implanting the amplatzer septal occluder relating to hemodynamic compromise with the amplatzer septal occluder - importance of proper balloon sizing techniques.

Manufacturer narrative:
This event was reviewed by aga's asd erosion adjudication board on 7/20/2006 and the following observations were reported. Erosion and device oversizing were confirmed. The patient had sinus venosus asd. The device was oversized largely due to persistent left-to-right asd shunt during inflation of balloon secondary to sinus venosus asd which confounded "stopflow."

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.